Event description:
Technical services received a call on (B)(6) 2012 from sales rep. During pocket closure it was noted that the sjm atrial lead had dislodged. The physician was dr. (B)(6). Hospital unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).